Event description:
During a laparoscopic hernia repair, while sewing the peritoneum, the surgeon could not get the needle holder to open. The surgeon pulled the handles apart with both hands to open. A small amount of peritoneum remained in the needle holder jaws. There was no consequence to the pt.